Event description:
Covidien/formerly tyco healthcare received a report. That the unit did not provide an audio tone. There was no pt harm reported.

Manufacturer narrative:
The device associated with this report was requested back for investigation, but it has not yet been received.